Manufacturer narrative:
The insulin pump was received button error alarm due to corroded keypad traces. The pump was received no button response due to corroded keypad traces. The pump was received with minor scratched display window, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip and broken belt clip slot. (B)(4).

Event description:
The customer reported via phone call indicating low blood glucose readings and a button error on the insulin pump. The customer's blood glucose was 50 mg/dl. The customer stated that he treated the low blood glucose with cereal and milk. The customer stated that the pump alarmed button error and does not do anything. The customer could not recall any significant leading to the alarm. Customer was advised to discontinue use of the device and to revert to a backup plan.